Event description:
It was reported that a patient complication occurred. The soundstar catheter was in the right atrium, and they went transseptal with an agilis sheath, there was slight st elevation observed. Anesthesia noted that pressures were dropping, and they called for a code. It is believed that after the transseptal flush, they hooked up the line to the sheath and that there was still air in the line, and it ended up getting flushed into the patient. The medical intervention provided was an impella. The physician wanted to proceed with the atrial fibrillation (afib) procedure, and so they continued with the procedure. After the procedure was completed, and the catheters were out of the body, the patient was put on extracorporeal membrane oxygenation (ECMO) and taken to the intensive care unit (ICU). The patient was stable at the time of reporting and was recovering in ICU overnight. The physician's opinion on the cause of the adverse event was that there was an air embolism that caused the st elevation and he does not think it was any fault of bwi. There was no reported malfunction on the soundstar catheter. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).